Event description:
It was reported that the pt is no longer able to hear with her device. The pt has not experienced any pain. No accident has been reported. Testing was carried out which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.